Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's health care provider reported via phone call that the insulin pump had multiple error and restart alarms. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No external ram crc error alarms or unexpected restart alarms noted. However, the insulin pump had multiple history crc check failed alarms in history screen due to corrupted history file. The insulin pump was received with cracked lcd window.